Event description:
The customer reported that the pyxis medstation es system encountered an issue where multiple pockets would open when retrieving a single medication. For instance, a nurse attempting to access a 2-gram dose of ceftriaxone found that the morphine pocket also opened unexpectedly. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that when the user was pulling one drug, multiple pockets were opened. A technical support specialist was unable to replicate the reported malfunction. The system functioned as intended after troubleshooting the device.